Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with two 425cc mentor smooth round moderate profile, saline breast implant has experienced bilateral deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on august 31, 2022 indicated that the patient only experienced right-sided deflation. As a result patient underwent bilateral capsulectomy and replacements as follow: l/cat#: 3507385mc, sn#: (B)(6) r/cat#: 3507385mc, sn#: (B)(6). This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 17, 2022 indicated that the patient underwent bilateral replacements with unspecified silicone implants on (B)(6) 2022. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).